Event description:
It was reported that the implantable pulse generator (ipg) battery voltage was below the beginning of life voltage before use. It was also noted the impedance levels were higher that then the beginning of life levels. It was suspected that implant detect was still on. The device was not used. No patient complications have been reported as a result of this event.